Event description:
Lipemic patient was tested for multiple chemistry analytes. Abnormal results were reported and the physician questioned the results. The sample was airfuged and rerun. The second set of results were very different. Customer sent out a corrected report. No patient intervention resulted from the discrepant results. There have been no reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
Field service was not sent to the site. Discrepant results were only obtained on one sample that was extremely lipemic. Triglyceride interference claims in the information for use (IFU) indicated that this sample would effect other analyte results. Other patient samples ran ok and analyte qc's met specifications.